Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) reported something was wrong with the device. The patient had chest pain on left side. There was an attempt to obtain additional information but the field representative had no further information. The device remains in service. No adverse patient effects reported.